Event description:
It was reported that during a gastrectomy procedure, the device locked out at about 5 to 7 minutes after starting using. Error code 5 was indicated. There were no adverse consequences.